Manufacturer narrative:
One impl swissplus octagon 4. 1mm 8mm (opb8) was returned for investigation with an attached restoration. Visual inspection of the as returned product identified wear and debris about the implant threads. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified a root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site 29 was removed due to infection and bone loss. Other symptoms related to the event are inflammation and pain.